Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure that the customer's condition had improved - able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms. No medical intervention since the last call was reported.

Event description:
Consumer reported complaint for hi blood glucose display. Neighbor is calling on behalf of the customer. The customer is concerned with test results from results obtained of hi. The customer¿s expected am fasting blood glucose test result range is 200mg/dl. At the time of the call the customer reported feeling lethargic and had increased thirst; medical intervention was not needed at the time. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of hi and 587mg/dl using true metrix meter. Customer just got meter/strips today. The test strip lot manufacturer¿s expiration date is 05/23/2023 and open vial date is today. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 11-april-2022. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value.